Event description:
Edwards received the information that a 27mm mitral pericardial valve was explanted after an implant duration of approximately eight (8) years from a female patient (B)(6). The reason intervention was mitral valve degeneration leading to stenosis with restricted mobility of two leaflets. No other information has been made available.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: the device was received and decontaminated at our facility in switzerland and is currently en route from europe to our facility in california for product evaluation. The device history record (DHR) review has been started. All results will be reported on a follow up MDR. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the patient, patient history and condition of the device at the time of the procedure have been unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Manufacturer narrative:
X-ray demonstrated heavy calcification on leaflets 2 and 3, and minimal calcification on leaflet 1. Calcification restricted mobility on leaflets 2 and 3, and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 3 at the outflow aspect. Host tissue around the stent circumference was minimal on the inflow and outflow aspect. Hematoma was observed on leaflet 3 at the outflow and inflow aspect. As received, sewing ring cloth was cut near commissure 1. (B)(4) customer report of stenosis was confirmed. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Calcification and stenosis of a bioprosthetic valve are well-recognized failure modes. It is known that the occurrence rate of structural valve deterioration significantly increases at an implant duration of 7 years or longer. It is also known that patients younger than 65 at implant have a higher risk to undergo reoperation due to structural valve deterioration, calcification, or stenosis. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.